Manufacturer narrative:
This is a report for a similar device that is not marketed in the us. Suspect medical device - similar device brand name = pipeline flex w/shield technology model # = ped2-450-20 the device has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during embolization treatment, this pipeline flex with shield technology device did not open at the distal part. The patient underwent embolization treatment of a small unruptured saccular aneurysm located in right internal carotid artery in cavernous segment, measuring 4mmx3mm, landing zone distal 4.75mm proximal 5.00mm. It was reported the physician has placed microcatheter to the distal of aneurysm and delivered the pipeline device. Then started to open the pipeline when he reached to the aneurysm, but most distal part didn't open. Tried several manipulations but couldn¿t be able to open it. Finally, decided to remove the pipeline and when he totally pulled the delivery wire of pipeline he realized that pipeline has stayed somewhere into the microcatheter, so he changed the microcatheter. The vessel was moderately tortuous. The angiographic result post procedure was normal. No patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation could not be confirmed. As received, only pipeline flex with shield braid stuck within the medtronic microcatheter hub. The pushwire was not returned as it was discarded. During evaluation, the pipeline flex with shield braid was removed from the catheter hub with difficulty. The distal and proximal ends of the pipeline flex with shield braid appeared fully opened with moderately frayed. No other anomalies were observed. Based on the returned device analysis and reported information we were unable to determine the cause of failure to open at distal section pipeline flex with shield technology. It is possible that the ¿damaged braid¿ and ¿moderate vessel tortuosity¿ may have contributed to the failure to open issues. The damage to the braid on the ends of the pipeline flex shield braid is likely the results of the customer re-sheathing the device more than recommended two times. Per our instructions for use (IFU): "begin to deliver the device using a combination of unsheathing the pipeline flex with shield embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex with shield has successfully expanded, deploy the remainder of the device. Carefully inspect the deployed pipeline flex with shield embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex with shield embolization device. Re-sheathing the pipeline flex with shield embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. If information is provided in the future, a supplemental report will be issued.